Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the fill estimate was observed to be inaccurate for the past few weeks. Troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the report. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-35250.